Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change, lead externalization was observed. All electrical parameters were in range. No action was taken. The patient was in a good condition.